Manufacturer narrative:
Pending evaluation. Concomitant device(s): 310-01-47, equinoxe, humeral head short, 47mm (beta); 300-10-15, equinoxe replicator plate 1.5mm o/s.

Event description:
As reported, this (B)(6) y/o male patient was revised due to a failed glenoid component. The pre-operative xrays clearly showed that the central cage of the glenoid component disengaged from the poly. Upon removal of the glenoid it was clear that the cage had sheared off from the poly. The 3 peripheral cemented pegs were intact upon removal of the glenoid and the central cage was removed separately. There was significant metallosis present in the joint tissue. The surgeon had to stage the glenoid with bone graft due to the significant bone loss which would not support a reverse baseplate. The stem was left intact and a new 1.5 rep plate with torque screw was implanted with a 44mm x 17mm humeral head. Patient was last known to be in stable condition following the event. Devices will be returned.

Manufacturer narrative:
Section h10: (d4) serial number: (B)(6). Expiration date: 26-apr-2017 (h3) the prosthesis fracture reported was likely the result of inadequate drilling of the center cage hole during glenoid bone preparation, which allowed for the center cage to punch through the polyethylene body leading to metal-on-metal contact between the center cage and the peripheral pegs, as well as the center cage and the humeral head. (H4) device manufacture date: 27-apr-2012.